Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient was admitted in (B)(6) 2015 with bacteremia. Blood cultures were positive for (B)(6). The patient was treated and discharged home on (B)(6) 2015. The patient was found unresponsive the following day and brought to the emergency room (ER). Cardiopulmonary resuscitation (CPR) was performed without success. The patient was pronounced dead. No autopsy was done. The medical team believed that the death was not related to the device but related to the patient's recent bacteremia and renal dysfunction. The pump was functioning as intended when patient was brought in. No further information has been provided.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against the pump; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Of note, the medical team believed that the death was not related to the device but related to the patient's recent bacteremia and renal dysfunction. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.